Event description:
Pt, (B)(6), reported via the company website that he had an allergic reaction to the salter cannula, where he had a rash on ears, neck and cheeks. Salter labs technical product specialist spoke with the pt and found out that the pt underwent an allergy test whereby cannulas from various manufactures were taped to the pt's back. All cannulas (regardless of MFR) produced an allergic reaction. This suggested that the pt has a pvc allergy. The technical product specialist suggested a different configuration of salter cannula, which has less skin exposure. This is a final report.